Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an intermittent, replicable jump in right ventricular (rv) pace impedance during follow-up. No out-of-range measurements were reported. It was noted this had occurred often over at least one year. Subsequently, the hospital elected to replace the entire ICD system. Besides intervention, there were no other adverse patient effects reported. Neither the ICD nor the rv lead will be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an intermittent, replicable jump in right ventricular (rv) pace impedance during follow-up. No out-of-range measurements were reported. It was noted this had occurred often over at least one year. Subsequently, the hospital elected to replace the entire ICD system. Besides intervention, there were no other adverse patient effects reported. Both the ICD and the rv lead were discarded and therefore will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.